Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected. The concluded cause is not adequately described by any other term.

Event description:
It was reported that sensor stopped working occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be early sensor expiration but the root cause could not be determined. The reported event of a sensor stopped working is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.